Event description:
It was reported the coil could not be detached during procedure. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the implant coil detached normal with the instant detacher.(B)(4).